Manufacturer narrative:
(B) (4): implanted device remains.

Event description:
Per the clinic, the patient underwent surgery due to the internal magnet being ¿displaced¿ and a new sterile magnet was inserted. The implanted device remains.